Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastic non-sterile luer-lok¿ tip syringe was found leaking as ¿two syringes had cracks on the side and when the doctor went to inject the mixture of heparinized saline and omnipaque 350 ,the content sprayed out the side of the syringes.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples displaying the condition reported. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. DHR review for batch 7306593 (p/n 301027): manufacturing dates: 11/12/2017 to 11/13/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7306593 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no root cause can be determined as no samples were received.